Manufacturer narrative:
Analysis of casepart 265513 indicates that the software was unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received information regarding a navigation device. It was reported that after registration was completed, an error message was indicated, so use of the navigation system was discontinued. Upon abortion of the initial device, another navigation system was used. There was no known impact to patient outcome as the issue occurred during preoperative preparation without the patient present.